Event description:
It was reported that the patient experienced no stimulation sensation. There was no known accident or incident related to the complaint. Additional information received that there were telemetry issues, and an overdischarge was suspected. The patient last felt stimulation on (B)(6) 2011 and it was reported on (B)(6) 2011 that the last successful recharging session was 1 to 2 months ago. It was later reported that the patient last charged on (B)(6) 2011. The implantable neurostimulator (ins) was unresponsive to interrogation attempts with the physician programmer, patient programmer, and recharger. Attempting to sync the programmer over the ins returned a 590 error code, attempting to sync, the programmer in the air returned a 591 error code. Electromagnetic interference was considered, however location did not seem to affect telemetry, and there did not appear to be electromagnetic interference coming from the ins. The ins did not respond to 3 full physician recharge modes. Use of the antenna locate feature did not resolve the issue. It was reported that overdischarge did not appear to be an issue as statistics confirmed the patient's last recharge session was on (B)(6) 2011, and the ins was charged to 4.000 volts. The manufacturer representative was unable to confirm if the device was flipped. It was later reported that the doctor was possibly going to go back into surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).